Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a distal radius fracture with va-tcp procedure on (B)(6) 2013. When the surgeon inserted the locking screw into the proximal shaft, the surgeon felt some torque and the driver head spun freely. Reportedly the surgeon noted the screw head was deformed transversally. The surgeon decided to keep the screw in the bone because the screw could not be removed. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The reported device is sterile. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.